Event description:
It was further reported that the left anterior descending artery (lad) was 80% stenosed and mildly calcified. The lesion was predilated with a non bsc balloon. After the 3.00x16mm taxus liberte stent became dislodged from the stent delivery system (sds), the physician attempted to retrieve the dislodged stent with the guide wire but the attempt was unsuccessful. The physician then re-advanced the sds into the dislodged stent and was able to successfully deploy the stent in the lesion. It was noted that a non bsc stent was implanted at a later date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. Access was obtained via the radial artery. The target lesion was located in the severely tortuous left anterior descending artery (lad). A 3.00x16mm taxus liberte stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. When the physician attempted to pull the sds back into the guide catheter the stent became dislodged in the upper limb. The physician was able to deploy the dislodged stent and it was noted that the stent was well apposed. The procedure was ended at this point and was rescheduled for a later date. No additional patient complications were reported and the patient's current condition is stable. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).